Event description:
It was reported that on (B)(6) 2021 the patient had a drop in hemoglobin with no source of bleeding identified. They received one unit of packed red blood cells (prbcs). On (B)(6) 2021 the patient received two more units of prbcs. The patient was diagnosed with iron deficiency anemia and was given iron supplementation and blood draws were limited.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the event started on (B)(6)2021. The event resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021 when the patient ultimately expired due to events not related to the device. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. C, are currently available. Section 1 of this IFU lists bleeding as an adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.